Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Investigation results: testing was performed at abbott diagnostics (B)(4), inc. On retained test kit lot m149383 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No conflicting results were observed, and the customers complaint was not replicated. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 190-000j / lot m149383 and test base part number 190-430 / lot m149383. Quality control release testing met specifications with no false results observed. The current overall percentage of false negative patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available, indicates they are performing as expected: lot m149383 = 0.002%. The current overall percentage of false positive patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available, indicates they are performing as expected: lot m149383 = 0.01%. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. The following MFR report number is related to this report: 1221359-2021-02539.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a directly tested nasopharyngeal swab. This MFR report addresses test 2 of 2. The first ID now test generated a positive result. A new sample was collected and repeated on the ID now using a nasopharyngeal swab generated a negative result. The customer stated that the patient was symptomatic but not suspected of having corona. Additionally, the customer confirmed there was no patient harm due to the test results. The customer confirmed there was no delay or impact in the patient's treatment.